Event description:
An article titled - amphilimus- versus zotarolimus-eluting stents in patients with diabetes mellitus and coronary artery disease (sugar trial) - was submitted for review. The aim of the trial was to compare a non-medtronic drug eluting stent (des) to resolute onyx stent in patients with diabetes. A total of 1175 patients were randomly assigned (1:1) to receive the non-medtronic stent or resolute onyx stent. There were 589 patients with 950 lesions in the resolute onyx group. The primary endpoint was target lesion failure, defined as a composite of cardiac death, target-vessel myocardial infarction, and clinically indicated target-lesion revascularization at 1-year follow-up. Secondary endpoints included the individual components of the primary endpoint, all-cause death, target-vessel revascularization, any revascularization, all myocardial infarctions, target-vessel failure, probable or definite stent thrombosis and major adverse cardiac events. Among the 589 patients randomized to resolute onyx, there was one crossover and one patient received only a non-study stent.

Manufacturer narrative:
Journal article: amphilimus- versus zotarolimus-eluting stents in patients with diabetes mellitus and coronary artery disease (sugar trial) authors: rafael romaguera, pablo salinas, josep gomez-lara, et. Al. Journal: european heart journal (england) year: 2021 reference: academic.oup.com/eurheartj/advance-article/doi/10.1093/eurhea rtj/ehab790/6420223 patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. If information is provided in the future, a supplemental report will be issued.